Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "rupture" and "bilateral implant exchange from textured to smooth due to the concerns of the product".

Event description:
Healthcare professional reported left side "rupture" and "bilateral implant exchange from textured to smooth due to the concerns of the product". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; b.5; d.6b; g.1; g.2; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, yellow particles in the shell and broken shell. A visual and microscopic analysis was performed which identified, sharp broken and opening on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp broken and opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, left side "rupture". And "bilateral implant exchange from textured to smooth, due to the concerns of the product". Device has been explanted.